Event description:
Health problems related to saline breast implants with valve. Repeated sharp stabbing pain in right breast. Raynaud¿s phenomenon in fingers, weight gain caused by constant inflammation in body, joint pain, neck and back pain, fatigue, dry eyes, hair thinning & loss, rash around right breast. Had implants removed (B)(6) 2019 after learning of breast implant illness and all symptoms have since resolved.